Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the impedance on the right ventricular has been trending slightly higher. The rv lead will continue to be monitored. The patient was scheduled for a follow-up for further testing.